Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one-year post deployment, CT venogram revealed the occluded ivc at the level of the filter. Three months followed by; filter removal procedure was performed. Multiple biopsy specimens taken from the ivc thrombus at the level of the filter and the filter was analysed and it was observed that the filter tines were curved. Therefore, the investigation is confirmed for filter occlusion and material deformation. However, the investigation is inconclusive for pulmonary embolism. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device was removed percutaneously. It was further reported that the patient experienced thrombus at the filter, ivc and pe post implant; however, the current status of the patient is unknown.